Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated about two months ago she had turned ins off for a different surgery, patient had another stimulator implanted for their back, the stimulator was from a different company. Patient stated since that surgery, she has had a lot of problems with interstim therapy. Patient stated she met with hcp who told her therapy was not working and then met with representative for programming. Patient stated additional programs were added and reprogramming was performed by rep. Patient stated she doesn't feel like device was set right. Patient stated she has seen no improvement in therapy. She would like to try a different program or setting to see if that will help. The patient felt stimulation in the correct location. Patient synched with ins and verified that ins was on and currently on program two with stimulation at 1.4. The patient increased stimulation to 1.6 where she stated it was tolerable for her. The patient then asked how to change programs. The patient was going to try program three instead because she wanted to try something new. The patient stated hcp was aware of patient¿s issues and has directed patient to "play around" with settings to see what will work for her. The patient stated she will try new settings and keep a diary and see how it helps with reported issues. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.